Event description:
It was reported that the venous line was "noted to have a split after leakage under dressing examined." No ill effects to the pt were reported. Pt was admitted to the hosp for a temporary access and replacement tesio catheter.